Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The pump remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the pump. The event was reviewed for existing investigations and none applied. The event was not associated to data monitor 1154: synchromed ii alarm not sounding as expected because although the patient reported the low reservoir alarm date was the day before she heard the alarm, it is not clear if the low reservoir alarm was occurring the day before she heard it. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend hematoma because it was reported that there was swelling around the pump that was filled with blood. Event was forwarded for ncet review because of the reported swelling around the pump site that was filled with blood. As part of the ncet investigation, it was determined this event applies to the kn own event trend for hematoma. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the pump is inconclusive because though the reports of pump alarm are associated to low pump reservoirs and a low reservoir alarm date, telemetry had not been performed or reported to confirm this is the cause of the pump alarms. In addition, there is insufficient informationto determine the cause of the patient hearing an alarm every minute and if that was related to the pump, as that is not a programmable alarm setting. Continuation of d10: product ID 8627-18 , serial# (B)(6), implanted: (B)(6) 2002, explanted: (B)(6) 2010. Product type pump medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2010: the healthcare provider reports telemetry confirms a low battery alarm is occurring; pump is 8 years old. (B)(6) 2011: the patient reported since pump replacement, they have had fluid build-up around the pump, the site is swollen and painful. (B)(6) 2011 patient reports pump is alarming and swelling in back is filled with blood. Additional information was received from a consumer indicated in 2010 they tried fentanyl and baclofen in her pump but she had problems with the baclofen and they removed the baclofen and put her on oral baclofen and pain patch. It was also reported her pump was sticking out far like a softball because she was skinny, and she told the healthcare provider (hcp) something was wrong and they stuck a needle on the incision and blood started to come out. The patient had to see another hcp to drain the incision because it was blood and not fluid like thehcp thought. It was also reported the hospital refilled her pump in a storage room with her leaning over a copy machine to do the refill and we should pay attention to who is using their devices and equipment. No further complications were reported or anticipated. Additional information was received from a consumer (con) stated that ¿for quite some time there was a bulge above where the pump was" and the patient stated that she was not sure if that fluid was blood, medication, or maybe cerebrospinal fluid cfs fluid. The patient stated that "throughout the years, the pump had shifted and moved" the patient stated that she has been home bound for four years and has taken herself off all medication and does not have any phc and the patient asked if a company representative (rep) could see her.